Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's scs trial implant procedure was abandoned. The dr. Was unable to place the lead due to the patient having a previous surgery scar.